Manufacturer narrative:
The reported events of high capture thresholds, high pacing lead impedance, no sensing, and insulation damage were confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found all three filars of the inner coil fractured and separated at the middle portion of the lead. A scan electron microscope evaluation verified that all three filars of the inner coil were fractured at the middle portion. Due to the lead as received, could not determine what contributed to the lead fractured.

Event description:
It was reported, that the patient had been transferred from outside the territory and needed a full system extraction. Upon review, it was discovered, that the right atrial lead exhibited high capture thresholds, but no sensing. And p waves were visible. It was also noted, that the impedance varied and the physician suspects insulation breach. The lead was explanted and replaced. The patient was in stable condition.